Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer states broken weld and does not know if it is warranty. MDR filed

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.